Event description:
It was reported that a flogard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing revealed that the device could not turn on. The cause of the condition was determined to be damaged fuses due to a power supply failure. To correct the condition, the fuses were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.